Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported impact to the customer¿s blood glucose level. Pump began charging again after staying connected to wall adapter for at least 30 minutes, and customer did not need to change any charging supplies, with no additional actions documented.